Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reported as lost to follow-up, and no further information is available. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
During initial implant surgery, the recipient reportedly experienced a complication of the dura being reportedly exposed. This was repaired during the same surgery prior to electrode insertion. The recipient was reportedly admitted for overnight monitoring.

Manufacturer narrative:
Additional information: section a.1, a.2, a.3, d.1, d.4, d.6a, d.6b, h.4, h.10. The recipient reportedly experienced dizziness that resolved prior to hospital discharge. No cerebral spinal fluid leak was noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was successfully activated; however, the recipient cannot tolerate much stimulation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.